Event description:
The cuff started leaking during ventilation. It was exchanged and tubes were exchanged multiple times. Serious deterioration to patient, user or other person did not occur. Visual and acoustic alarms were present.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. The intellicuff started leaking during ventilation. Visual and acoustic alarms were present. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a "leakage" alarm the device becomes inoperable or stops working as intended. Medical intervention was required: the cuff pressure tubes were exchanged multiple times and finally they replaced the intellicuff with another one. Serious deterioration to patient, user or other person did not occur. The issue is not likely to be serious to public health but has potential to cause a death or a serious injury, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The occurred cuff system leakage alarm indicates an issue with the intellicuff, the cuff pressure tube, the et tubing or the connection between intellicuff and the cuff pressure tube. The most probable root cause was determined to a defective pneumatic cuff connector of the intellicuff. With the replacement of the intellicuff integration kit the problem was resolved. Currently there is no CAPA available. The hamilton medical product care team is searching for improvements within carm-5213.

Event description:
The cuff started leaking during ventilation. It was exchanged and tubes were exchanged multiple times. Serious deterioration to patient, user or other person did not occur. Visual and acoustic alarms were present.